Event description:
Ous MDR - after an implantation time of about 57 months, it was reported that the physician suspected an exit block. The pacemaker could no longer be interrogated. No deterioration of the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.